Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: were x-rays taken to locate the needle piece(s)? No further information is available, but it was reported that no pieces fell into the patient. No further information will be provided.

Event description:
It was reported that a patient underwent an unknown procedure on an unknown date and suture was used. During the procedure, the needle was broken at the swage part during use. No pieces fell into the patient. There were no adverse consequences to the patient. No additional information was provided.